Event description:
In 2007, a 10 mm x 10 cm gore viabil biliary endoprosthesis with transmural drainage holes was deployed inside two overlapping and occluded 6mm diameter bare metal stents (manufacturer unk) which covered the area from the right hepatic duct to a transpapillary placement at the duodenum. Twenty four hrs later, cryptogenic occlusive jaundice ensued. The dr. Was unsuccessful in his attempt to remove the viabil stent which caught on the metal stents and occluded. Additional re-intervention was required 24 hrs later to reopen the device. The pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.